Event description:
Covidien received information stating that a device alert alarm occurred on an 840 ventilator during pt use. The pt was transferred to another ventilator. There were no negative pt consequences reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) to breath delivery (bd) cable assembly. The unit passed extended self testing. (B)(4).